Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device overheats. There was unknown patient involvement. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history review identified no previous repairs related to the complaint. A three-hour long test was performed and the customer reported issue could not be confirmed as the device was working as expected. The temperature alarms were within specifications. The device passed the electricity safety and functional tests.